Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gi bleeding and renal dysfunction could not be conclusively determined through this evaluation. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. Bleeding and renal failure are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient presented to the emergency department and admitted on (B)(6) 2018 with severe weakness and diagnosed with severe anemia, with hemoglobin (hgb) of 6 g/dl and was transfused 2 units of packed red blood cells (prbc). Active bleeding was found in the 4th portion of the duodenum, site ablated. The hemoglobin and hematocrit (hct) fairly stable but the patient remains symptomatic with complaints of fatigue, dizziness and elevated systolic blood pressure. A gastroenterology was consulted after admission. The coumadin was held and the patient underwent esophagogastroduodenoscopy. The patient was given 1 unit of prbc with a modest response in hgb (up to 8.1 from 7.4) but patient reported to feel much better and was started on heparin bridge but with vitals and h/h stable. The patient was discharged on low-molecular-weight heparin (lmwh) 80mg daily due to renal dysfunction and repeat labs were ordered. The patient also developed a very coarse, bronchial cough and a low-grade fever however patient was stable on discharge. No additional information was provided.